Event description:
The customer experienced multiple fill estimate issues. The customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.